Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 21mm epic plus supra aortic valve was implanted into a patient. On (B)(6) 2022, the patient had an echocardiogram, and a gradient of 34mmhg was discovered. The valve remains implanted. The patient's status at the time of report was noted as stable. No additional information was provided.

Event description:
Subsequent to the previously filed report, additional information was received that no intervention or treatment was done. The patient was discharged. Aortic stenosis was confirmed.

Manufacturer narrative:
An event of explant due to aortic stenosis was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. A returned device assessment and histopathological examination could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.